Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the pump said to change the infusion set. After changing the set, customer stated that no errors occurred. No additional information provided.